Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power was intermittently shutting off the unit. A field service engineer replaced the power supply and also the all-in-one unit to cover all bases and then tested and verified proper ac voltage and operation of the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a message popped up 'ac power had failed' in the device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.